Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no pt involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. Performed pre-use checks passed without deviation. Complete logs and more info surrounding the event have been sought but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).